Event description:
Aventis case ID: (B)(4). Initial report: this spontaneous non-serious case from (B)(6) was reported by a physician via company rep to our local affiliate (B)(4). This case involves a (B)(6)-old female who received poly-l-lactic acid (sculptra) on 2 occasions, indication unk. On (B)(6)-2009, the pt had her first treatment 1 vial poly-l-lactic acid batch number 1a8025, expiration date 09/2010, no lidocaine was added and emla cream was applied before hand. On (B)(6)-2009, the pt had her second treatment 1 vial poly-l-lactic acid batch number 2a8025, expiration date 09/2010, no lidocaine was added and emla cream was applied before hand. After this first treatment, the pt's eyes were a bit swollen for a few days which responded well to manual lymph drainage. After the second, treatment the swelling was much more severe. The pt's face became very red and hot immediately after and took approx 3-4 days to settle. This has settled down now. Apart from this, the pt is pleased with the result but will not be having another treatment. The reporter did not provide a causal assessment. A ptc (pharmaceutical technical complaint) has been issued. (B)(4). Addendum for follow-up info received on (B)(4)-2009 respectively were processed together: ptc results (batch 1a8025) revealed: brr (batch record review) without hint to root cause.

Manufacturer narrative:
The review of the DHR (device history records) and of the analytical results of these batches didn't how any anomaly that could be related to the event occurred. The investigation results show that this kind of event isn't batch related. Conclusion: no faults detectable. Pictures of the affected area were received and are on file with source document.